Event description:
The doctor claims that, the middle of the graft was ruptured. It was reported that the autopsy showed that, the graft rupture was the cause of death. Additional information obtained from the reporting doctor on july 13, 2006: original graft placement was performed over 30 years ago on a male after a motorcycle accident. The pt underwent aorta repair for traumatic aorta damage. The patient's graft reportedly ruptured approx one year ago. The pt arrived at hospital doa. He was sent to the medical examiners office, where the cause of death was identified as the ruptured graft. The reporting physician said, that suture line rupture or false aneurysm were ruled out during the exam. Additional information reported by the patient's sister on july 14, 2006: original procedure was performed in 1978. Graft was identified as an 18mm double velour cooley graft by the initial operating surgeon. Patient arrived at hospital and was pronounced doa in 2005. Note: the catalog number and implant date are unknown and have been approximated for reporting purposes only.

Manufacturer narrative:
Items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report.